Event description:
As reported: during trans-caval embo procedure, a 018 x 150 cm catheter was able to cross the aortic sac, no other catheter was able to cross. Once the catheter reached where it needed to be, the catheter was flushed and loaded with the 35 cm hydropack. There were no issues until the coil reached the tip of the catheter, so the catheter was pulled back slightly. The coil was still unable to be pushed out. While puling the coil out, the pusher wire appeared detached from the coil. An attempt to flush in the coil was without success. An attempt to push the coil in with a wire was without success. The catheter was pulled out with the coil inside and access to the sac was lost due to this issue. The case was then called due to the amount of time it took to get the catheter into position and then losing access. The coil was strung out and pulled from the catheter. The patient¿s aneurysm was left untreated when the procedure was called. It is unknown if the patient was prescribed any medication. The patient was planned to be discharged and go home on the same day as the procedure. The plan is to have the patient get an additional CT in 3 months to see if the aneurysm sac is still growing and go from there.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.